Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications due to low readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning product opened/used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of over 300 mg/dl and a sensor glucose level of 60 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.